Event description:
See below for report re: medication, I have noted that occasionally my blood sugars seemed to be inconsistent with my diet and activity and have occasionally checked my blood sugars at different times of the day. However, I usually didn't repeat the test within minutes. When I noted my blood sugar was 113 fasting, then 195,157 and 124 four hours later, after exercising and without eating. I called the company. They put me through the protocol and assured me my meter was correct. They sent me out another meter. I took my blood sugar with both meters and new bottle of strips and sometime ago readings vastly different (40 points) and sometimes, essentially the same. This has resulted in me having no confidence in the meters and the medication. How can I be expected to participate in my care if I can't trust the medications or the devices? I have been getting my metformin ER 500mg from (B)(6) clinic for over a year. I take 1000mg daily. In (B)(6) 2014, I got a 3 month refill. Shortly after starting the new prescription I noticed marked increase in my fasting blood sugars, they went from the one teens and twenties to the 160-180 range. I started to pay closer attention to what I ate and monitor more times in a day. The higher range persisted. I also noted some changes in my vision, blurriness. I also noted extreme sleepiness after eating anything, even a very small meal. The sleepiness did not feel like it was tired all over, but almost like it was neurological, I just couldn't hold my eyes open even after eating something as small as a 1/2 sandwich and water. I also began having increased frequency and urgency of urination which progressed to moderate incontinence with no signs of a urinary tract infection. I was about to make an appointment when I learned that I would need to go out of town on an appreciable change in blood sugars. The symptoms got progressively worse. I also increased my physical exercise. I saw the doctor on (B)(6) and obtained a new prescription which I filled at (B)(6). Two days later, my blood sugars were in the one teens and twenties and the symptoms started to dissipate. Occasionally, the blood sugar readings didn't seem to match what I ate or did but they were not higher than 150's. I contacted (B)(6) clinic pharmacy. They asked what I wanted them to do and I told them that I wanted them to check the batch or lot against other pts who received it and see if there were similar issues and notify their practitioners in the clinic to report any issues they had noted. I also told them I am suspicious that this distributor may not be providing a quality product and that should be followed up for other places they might be distributing. I advised them that I would be reporting this issue to be FDA. They know exactly what batch my med came from. [Please note that I had said in earlier report that this happened on (B)(6) it was (B)(6). Dates of use: (B)(6) 2013 - (B)(6) 2014. Diagnosis or reason for use. Monitor blood sugar readings.